Event description:
The case went smooth until the md applied the ethicon ats flex; model atw35 to the inferior pulmonary vein. The md waited for the staples to set in, and then released the stapler to take it out. Profuse bleeding started from the inferior pulmonary vein as soon as he took the stapler out. Pressure applied, sutured and repaired the bleeding site. The stapler was checked and found out that there were some staples that did not deploy.the manufacturer will come by and pick up the stapler.